Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, while loading the device unto the guide wire, the physician noted that the stent was defective. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal strut segments 1-5 were damage and pushed in a distal direction 2mm from the distal end of the proximal markerband. The remainder of the struts were undamaged. The crimped stent and balloon sections of the device were visually and microscopically examined. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, while loading the device unto the guide wire, the physician noted that the stent was defective. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.